Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had been hospitalized on (B)(6) 2016 due to a load step malfunction causing the patient to be inadvertently infused with insulin while priming the pump. The reporter alleged that the patient had a blood glucose of 78 mg/dl with no symptoms of hypoglycemia. The reporter stated that emergency protocols were initiated as a result of this issue and that the patient was treated with intravenous glucose and fluids at the hospital. The patient estimated that between 60 and 80 units of insulin were inadvertently infused as a result of the alleged malfunction. The patient had discontinued pump therapy at the time of the call. This complaint is being reported because the patient was allegedly hospitalized after priming the pump while still attached after experiencing a load step malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings:. The black box showed evidence of one no delivery, no prime, no cartridge detected warning at 03:06; the date at the time of the alarm was 01/01/2007. The pump was running on the default year from 03/07/2016 at 19:22 until the end of use. A rewind, load and prime sequence were successfully completed with no issues. A force sensor calibration check showed that the pump was detecting the correct force. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The pump was found to be delivering within the required range. The force sensor pins were seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces observed. No evidence of internal moisture was found. The complaint was verified in the black box but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.